Event description:
Boston scientific crm received info that approx three weeks post-implant, this pt suffered a fall. Her lead measurements became askew on both leads, and there were ventricular tachycardia episodes that appeared to be loss of capture. A chest x-ray was performed which confirmed both leads had dislodged. Both leads will be repositioned. As the products remain in service, they will not be returned for analysis and boston scientific crm cannot confirm the clinical observation.